Event description:
It was reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There was no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the monitor needed to be replaced, but no conclusion can be drawn as repair info is not available.